Event description:
It was reported that during an arthroscopy, the suture of both t-implants of the fast-fix 360 fell off from the meniscus when a t1 was already anchored, t2 was removed using tweezers. The procedure was completed using a s+n back up device. There was no surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and t2 implant returned in the channel, t1 was cut away. There is biological debris on the returned items. A functional assessment of the device found that when initially actuated from pret1, t2 came off the insertion shaft. The device cycled as designed from that point. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.